Manufacturer narrative:
E1 - customer (person): department: cvc or e3 - occupation: educational nurse and charge nurse. H3 - device evaluated by mfg? Device return is unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a cope mandril wire guide separated. During a cardiac case with femoral line placement, a wire guide from an mpis access set "shredded" upon removal from the patient. The cope mandril wire guide was then opened to replace the "shredded" wire. The cope wire "came apart upon exchange", and a piece of the cope wire broke off and lodged in the patient. No other adverse events were reported due to this event. The "shredded" wire from the mpis set is captured under a report with patient identifier (B)(6).